Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atm for 30 seconds. An overall vertical rupture was noted. The device was removed without any problem using the normal method and the procedure was completed with a different device. There was no patient complications and the patient was in good condition after the procedure.